Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, it was reported that the patient experienced feeling dizzy, and had the feeling her skin and eyes are being ¿ripped off¿. The patient took a fingerstick and the cgm reading was 200 mg/dl and the blood glucose reading was high. The patient was brought to the hospital by her husband. When a fingerstick was taken the blood glucose reading was confirmed and it was also confirmed that the cgm reading was inaccurate, but no specific readings were reported. The patient would have experienced diabetic ketoacidosis. The patient declined to provide any further information about medication or duration of hospital stay. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.